Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. An apparently unrelated tubing leak was identified and the tubing was replaced. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.

Event description:
Pt was being supported by an impact 754 portable ventilator system in an ambulance when the user reported the screen started flashing, an fio2 alarm was present and ventilator was not delivering the set tidal volumes. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that a back-up ventilator was used to support the pt. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.